Event description:
It was reported that there were multiple episodes of tachycardia stored by this device, one of which was treated with anti-tachycardia pacing (atp). The health care professional (hcp) noted the episodes appeared to be supraventricular tachycardia (svt). Boston scientific technical services (ts) reviewed available device data and provided programming recommendations. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple episodes of tachycardia stored by this device, one of which was treated with anti-tachycardia pacing (atp). The health care professional (hcp) noted the episodes appeared to be supraventricular tachycardia (svt). Boston scientific technical services (ts) reviewed available device data and provided programming recommendations. No adverse patient effects were reported. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.